Manufacturer narrative:
(B)(4). Manufacturing site evaluation: device received in used condition. There were several scratches and points of pressure visible. The jaw parts have a gap and do not close properly. According to the device history record, the clip was delivered with a closing force of 146 grams. The current condition of the device does not allow testing of the closing force. The device quality and manufacturing records were reviewed and found to be according to specification valid at the time of production. No similar incidents have been reported for products of this batch. Based on the information available, the root cause of the failure is user related. It is possible that incorrect application forceps were used. These products are inspected 100% during manufacture; product being delivered in this condition can be excluded. Corrective/preventive action: not applicable.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). During intra-operative surgery the clip not closed.